Event description:
It was reported that stent damage occurred. A 3.50x16mm promus element plus stent was advanced but failed to cross the lesion. When the stent was removed from the patient, the tip of the stent was found to be lifted. The procedure was completed with a 3.5 x12mm promus element plus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).